Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high capture threshold and caused phrenic nerve stimulation resulted in discomfort. On one of the attempts made to reposition the lead-after pulling out the lead and upon reintroducing the lead, it was noted that the lead had failed to advance into the guidewire. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were unacceptable threshold, muscle stimulation and failure to advance guidewire. As received, a complete lead was returned. The reported events of unacceptable threshold and failure to advance guidewire were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. The guidewire insertion/removal test was performed, and the guidewire was able to be fully inserted into the lead and removed without obstruction/restriction.